Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were evaluated and do not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 100 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limit. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there is overfilling of one box of tubes. The following information was provided by the initial reporter: "customer states tubes are filling past inner etch line. No patient affected, 1 box affected."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there is overfilling of one box of tubes. The following information was provided by the initial reporter: "customer states tubes are filling past inner etch line. No patient affected, 1 box affected."